Event description:
Pt unable to access delivery menu on pump so that pump can deliver drug. Rph unable to troubleshoot. Pt has switched to back up pump. Pt has not experienced any drug events due to pump malfunction. Pt will be shipped replacement pump and will wait for return box to send back pump in question. Serial no. (B)(4); maintenance date: 03/22/2019. No other information known. Dose or amount: 11.3 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.